Manufacturer narrative:
The unit was not returned for evaluation despite multiple attempts. Info was made available to masimo indicating that the patient is in good condition. No medical intervention was necessary. The patient's parents were able to untangle the patient without incident. The patient cable was routed over the tope of the crib, not through the side slats. The directions for use for this cable provide a warning to "carefully route cable and patient cable to reduce the possibility of patient entanglement or strangulation."

Event description:
Two year old child was found in crib with patient cable wrapped twice around the patient's neck. The patient monitor did not alarm during the event.